Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart alarm error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. Unit properly connected to glucose sensor simulator. No lost sensor alarms noted. Unable to download to carelink pro due to multiple spanish software anomaly alarms in history screen. Spanish software anomaly alarms are due to corrupted history file. Unit received with minor scratches on lcd window. Unit received with cracked reservoir tube lip and battery tube threads.

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also reported that the insulin pump would not upload to carelink. Customer's blood glucose level at the time 247 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.